Event description:
Additional information received indicated lead provocation testing was performed and the noise was reproducible. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.